Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an infusion set and cartridge issue occurred when the user likely connected the ilet to the fiasp cartridge incorrectly, resulting in a leaking cartridge and consumption of 130 units of fill tubing without visible drops; the user replaced the cartridge and supplies and resumed insulin without blood glucose impact, and troubleshooting and education were completed. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to therapy after supply replacement and stabilization per the user. Investigation included customer interview and troubleshooting. Investigation of this case revealed user technique errors related to infusion set connection and deployment. It was concluded that user handling contributed to the event and that the device functioned as designed after proper setup.